Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation of broken angle wire was confirmed. The device evaluation found the reportable malfunction identified in b5, the plastic distal end cover had foreign material. The customer confirmed the following details regarding the reprocessing: the device was cleaned, disinfected, and sterilized (cds) before returning to olympus, it was unknown if there was any delay in the start of precleaning, the auxiliary water channel was flushed with water, and there were no abnormalities in the accessories used for reprocessing. It was unknown if the customer presoaked the endoscope in the detergent solution. The following non-reportable findings were found during evaluation: bending section couldn't be bent in up direction at all due to a cut on angle wire, adhesive on bending section cover had a chip, plastic distal end cover had a scratch, light guide lens had a chip, adhesive around objective lens was peeled, objective lens had a scratch, protector of universal cord on suction connector side had a scratch, scope connector cover had a scratch, suction connector had a scratch, universal cord had a scratch, flexibility adjustment ring had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, switch 1 had a scratch, paint on suction cylinder is peeled, suction cylinder was shaved, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had a scratch, water removal ability did not meet the standard value due to clogging of nozzle, and connecting tube had a scratch. Based on the results of the investigation, the foreign material could not be identified. One possible root cause of the foreign material remaining in the device could be reprocessing was not conducted in accordance with the IFU (instructions for use). However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series chapter 3 "preparation and inspection" describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope angle wire was broken. It was not specified when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.